Event description:
It was reported, the patient presented to the hospital after experiencing syncope. Upon interrogation, it was discovered, the right ventricular lead exhibited a failure to capture. The right ventricular lead was repositioned on (B)(6) 2023. The patient was in stable condition before, during, and after.